Event description:
It was reported the pt experienced a change in her stimulation after suffering a fall. X-rays were taken and did not show any abnormalities. An sjm rep met with the pt and lead diagnostics were normal. Reprogramming was unable to resolve the issue. The pt was advised to consult her implanting physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.